Manufacturer narrative:
Date received by manufacturer: 01nov2019. Date of this report:05nov2019. The manufacturer¿s international service technician confirmed the reported pressure sensor issue. The manufacturer¿s international service technician replaced the gas delivery system(gds) to address the reported problem. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30//2019.

Event description:
The customer reported a pressure sensor fault. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.